Event description:
It was reported that an out-of-range shocking impedance measurement of 157 ohms was generated from this right ventricular (rv) lead. A boston scientific technical services consultant documented the reported clinical observation and discussed troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.